Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a burning smell and smoke were coming from the fill valve of the fresenius dry acid mixer. The biomed stated there was not enough smoke to trigger the facility smoke detectors or require a fire extinguisher. The biomed stated that the smoke dissipated when the dry acid mixer tripped the hospital-grade ground-fault circuit interrupter (gfci) outlet. There was no observed spark, flame, or arcing. The biomed stated upon closer inspection that there was smoke residue on the fill valve and surrounding piping that was cleaned off with a wipe. The biomed confirmed the fill valve is original to the fresenius machine. The fill valve was replaced to resolve this issue. The biomed later reported that the dry acid mixer was filling during drain mode following the fill valve replacement. The control board and software were replaced to resolve this issue. The biomed could not confirm whether the fill valve caused damage to the control board. The biomed confirmed the dry acid mixer has been returned to service. The biomed confirmed the fill valve and control board are available to be returned to the manufacturer for physical evaluation. There was no patient involvement nor personal harm to anyone as a result of the reported issues.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a burning smell and smoke were coming from the fill valve of the fresenius dry acid mixer. The biomed stated there was not enough smoke to trigger the facility smoke detectors or require a fire extinguisher. The biomed stated that the smoke dissipated when the dry acid mixer tripped the hospital-grade ground-fault circuit interrupter (gfci) outlet. There was no observed spark, flame, or arcing. The biomed stated upon closer inspection that there was smoke residue on the fill valve and surrounding piping that was cleaned off with a wipe. The biomed confirmed the fill valve is original to the fresenius machine. The fill valve was replaced to resolve this issue. The biomed later reported that the dry acid mixer was filling during drain mode following the fill valve replacement. The control board and software were replaced to resolve this issue. The biomed could not confirm whether the fill valve caused damage to the control board. The biomed confirmed the dry acid mixer has been returned to service. The biomed confirmed the fill valve and control board are available to be returned to the manufacturer for physical evaluation. There was no patient involvement nor personal harm to anyone as a result of the reported issues.

Manufacturer narrative:
Plant investigation: a fill valve was returned to the manufacturer for physical evaluation. An exterior inspection revealed thermal damage to the valve coil and cracks in the casing. The resistance measured across the hot and neutral terminals was found to be shorted. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported issue was confirmed through physical evaluation of the returned sample.